Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19.4 mmol/l (349.2 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the adhesive was not secure. The cannula dislodged from the site and was bent. Hyperglycemia treated with manual injection and a new pod.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were observed that would contribute to a dislodging of the soft cannula. The cause of the cannula dislodging could not be determined. The soft cannula was not observed to be bent or kinked. No other damages or defects were observed during investigation.